Event description:
It was reported that resident fell from bed to floor sustaining laceration requiring stitches. This happended due to the failure of the side rail locking device. Facility corrected by removal; repair and replacement of siderail locking assembly. Unable to follow-up due to the fact the facility will not release side rail for mfg to evaluate and the device has been modified by unauthorized person.